Manufacturer narrative:
(B)(4).

Event description:
The study coordinator contacted dexcom on (B)(6) 2016 to report that the receiver displayed err282 and err281 on (B)(6) 2016. The study coordinator did not report injury or medical intervention. No additional patient or event information is available.